Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool smarttouch sf and during the operation, there was high temperature reading from the catheter when radiofrequency was being delivered. After checking, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The high temperature issue is not MDR reportable. The risk of patient harm is considered remote. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation and temperature, and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31445152l and no internal action related to the complaint was found during the review. The high temperature and irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool smarttouch sf and during the operation, there was high temperature reading from the catheter when radiofrequency was being delivered. After checking, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The high temperature issue is not MDR reportable. The risk of patient harm is considered remote.